Event description:
Boston scientific received information that a few days post-implant, the patient with this right ventricular lead returned for follow-up with a decrease heart rate. The system was interrogated with a notable rise in pacing threshold measurements exhibited. The threshold change had contributed to right ventricular loss of capture. The following day, the rv lead was repositioned; no further loc observed. Boston scientific's internal technical services was contacted for a functional inquiry of the auto threshold feature and some observed electrogram noise. To date, no further system changes have been performed. The functional ts review states that the electrogram noise likely corresponded to the date of the lead revision, which was later confirmed by the local field representative. All lead measurements have remained stable. No adverse patient effects reported and no further intervention planned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.